Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of 100 mm diameter thoracic aortic aneurysm. The aortic arch had a 90 degree angulation and there was no vessel calcification. It was reported that during follow-up, a CT scan was done and upon examination the patient was found to have a type ia and type ib endoleak. The cause of the endoleaks is unknown. A valiant 44/44/100 stent graft was implanted proximally. A valiant 46/46/150 and 46/42/150 were implanted distally and this successfully resolved the endoleaks. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).